Manufacturer narrative:
The technician found the side rail latch assembly was dirty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed form 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned the side rail latch assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the ccu at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).